Manufacturer narrative:
Batch review performed on 23 october 2018. Lot 177535: (B)(4) items manufactured and released on 14 march 2018. Expiration date: 2023-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional component involved in the revision: ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115), lot 178802: (B)(4) items manufactured and released on 23 april 2018. Expiration date: 2023-04-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2018 we were informed that the patient came in complaining of instability: the head had dislocated from the liner 2 months after the primary. The surgeon revised the head and liner on the following day. The surgeon determined the dislocation was caused by capsular impingement and not implant related. It was determined that more offset through the acetabular side or femoral side could have aided in making the patient more stable during index procedure. Because there was not enough offset the surgeon saw what he thought was an eccentric position of the head in the liner. With the absence of an offset liner and reluctance to pull a well fixed stem, the surgeon went to an elevated liner/and longer neck on the 32mm hip ball.